Event description:
On (B)(6) 2012, the lay user/patient's mother contacted animas to report that the subject pump was no longer powering on. The reporter stated the power issue at an unspecified time on (B)(6) 2012. The patient's mother denied that the patient developed any blood glucose excursions due to the alleged power issue. At the time of troubleshooting, the patient's mother denied any visible damage to the pump's casing or battery cap. The reporter denied that the pump was exposed to moisture. At the time of the call, the patient's mother informed customer support that she tried 3 packs of new batteries and replaced the battery cap; however, the pump would still not power on. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump powers on with functional auditory and vibratory alarms. There was no damage found to the battery cap or battery compartment. The battery cap was able to secure properly with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues. The complaint could not be confirmed or duplicated on investigation.